Event description:
It was reported that the device cannot calibrate, "over temp" and that alarms were failing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. When additional reportable information becomes available. No information provided to date. No product information has been provided to date.

Manufacturer narrative:
The device was returned for evaluation. The following visual observations were made: a worn front cover, foreign material in the water tank, and a molded water tank cap, and the membrane switch was disconnected the pcb (printed circuit board). The device was calibrated, and alarms worked (except for the over temperature alarm test). The root cause is undetermined. The switch was reconnected. Additional repairs were performed. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
Additional info was received via email on 26-sep-2022. The event date was 08/01/2022. Event occurred during preventive maintenance; no patient involvement.